Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricualr lead exhibited oversensing and underpacing. The ventricular threshold increased from below 1 v to 3.5 v, 0.5 ms. The lead was removed and replaced.